Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings were damaged on the attachment device. It was further determined that the tool could not be inserted and the warning triangle was missing. It was determined that the ball bearing was defective and parts of the ball bearings were missing. It was further determined that the entry test could not be carried out completely. It was further determined that the device failed pretest for temperature, vibration, cutter insertion, cone verification and visual assessment. It was noted in the service order that during preventative maintenance, it was observed that the device had loose bearings while in use with two motor devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: reliability engineering performed additional investigation on the device. A visual and functional assessment was performed which found that the device failed the cutter insertion assessment. During repair, it was observed that the bearings were worn out and loose creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.